Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a taa. It was noted that the patient had a hemothorax and a mycotic aneurysm. The implantation proceeded without issue, and the prosthesis was ballooned along its entire length. Following the procedure, the patient was initially stable with no leakage observed. The patient subsequently reported pain, prompting a repeat computed tomography scan performed three days later, which revealed a type iii endoleak. Another prosthesis was placed which resolved the endoleak. Per the physician the cause of the endoleak could not be determined.

Manufacturer narrative:
Film analysis the reported endoleak was confirmed in the imaging provided; however, the exact cause and subtype of endoleak could not be definitively determined. Lack of pre-implant CT; s did not allow for assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (i.e., injecting contrast from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not available for review. Proximal (type ia) and distal (type ib) endoleaks are unlikely, as adequate proximal and distal seal zones were observed. A type iiia endoleak caused by stent graft separation is also unlikely, given that only one stent graft was implanted in the descending thoracic aorta within the images where the endoleak was identified. While type iiib fabric endoleak is less likely to occur so soon after the index procedure, it cannot be ruled out; however, analysis of the returned films did not reveal any obvious anatomical factors (e.g., calcification) that could have contributed an acute type iii endoleak. Retrograde flow from patent intercostal arteries may have been present. Additionally, no obvious out of specification stent graft integrity issues were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.